Manufacturer narrative:
The device was returned to livanova USA and visual inspection identified signs of fluid/moisture penetration into the touch screen. Evidence of spills was identified on the control panel arm and the back cover vents of the device. This was determined to be the root cause of the reported issue. Corrective actions have already been implemented for this type of issue to change the device design to help prevent this type of failure.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 erc tubing clamp the incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the s5 erc tubing clamp would not open or close during a procedure. There was no report of patient injury.